Event description:
It was reported that the patient experienced hyperglycemia after ingesting candy and soda without making a meal announcement, followed by an ilet automated correction and subsequent hypoglycemia; the event involved user interaction with the device¿s user interface and was addressed with oral glucose. Symptoms included hyperglycemia and hypoglycemia without reported clinical manifestations. Outcomes included classification as a serious injury or illness due to the low glucose event requiring intervention. Investigation included communication with the patient¿s representative and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.